Event description:
Valiant navion, valiant captivia, talent and non mdt stent graft were implanted in the thoracic endovascular aortic repair of chronic type b aortic dissections. 88 patients were included in the study. During the procedures, 31 patients had a aortic septotomy performed. Aortic septotomy was achieved using laser aortic septotomy or ¿cheese wire¿ septotomy . The choice between these techniques was based on the aortic anatomy. An aortic septotomy is a  laser septal fenestration which is used as an adjunct to accurately and efficiently optimize the  landing zone during the tevar.  The following adverse events were reported;  sine, occlusion, access site complications, renal impairement, pneumonia, paraplegia, stroke, haematoma, ischemia, intervention.

Manufacturer narrative:
G2: citation: authors: shinichi fukuhara, minhaj s. Khaja, david m. Williams, xhorlina marko, bo yang, himanshu j. Patel, karen m. Kim,. Aortic septotomy to optimize landing zones during thoracic endovascular aortic repair for chronic type b aortic dissection,. Journal of thoracic and cardiovascular surgery 5 2021. Doi: 10.1016/j.jtcvs.2021.07.049 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A.2 / a.3 average.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.